Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol kugel patch device;there is no allegation related to the bard/davol perfix plug device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: ni/ni/ni - the patient underwent surgery for implant of an unspecified bard/davol kugel patch and/or a bard/davol perfix plug. Ni/ni/ni - the patient underwent surgery for implant of an unspecified bard/davol kugel patch and/or a bard/davol perfix plug. On (B)(6) 2013 - patient had unspecified injuries. As reported, the patient's attorney alleges a general claim related to the kugel patch "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of kugel patch, patient was diagnosed with pain, hernia recurrence, swelling and mesh migration thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: ni/ni/ni - the patient underwent surgery for implant of an unspecified bard/davol kugel patch and/or a bard/davol perfix plug. Ni/ni/ni - the patient underwent surgery for implant of an unspecified bard/davol kugel patch and/or a bard/davol perfix plug. (B)(6) 2013 - patient had unspecified injuries. As reported, the patient's attorney alleges a general claim related to the kugel patch "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of kugel hernia patch (device #1). Per operative notes, ¿a large hernia sac was dissected and a small kugel mesh (device #1) was placed and tacked with sutures.¿ (B)(6) 2013 - patient was diagnosed with swelling, recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿the previously placed mesh (device #1) had moved inferiorly and medially, allowing recurrence. A medium perfix plug (device #2) was placed into the ring and anchored circumferentially using sutures. Then, an onlay patch sewing to the inguinal ligament and sutured.¿ attorney alleged that the patient had infection, mesh migration, pain, hernia recurrence and emotional injuries.